Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. Reportedly, customer's non tandem continuous glucose monitor (cgm) was not available, and customer did not have bg readings. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.